Event description:
The customer reported the top portion of fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a usable real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.